Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, maxzero, resistance was felt during flushing, and the infusion did not drip. There was no redness or swelling at the site of the indwelling cannula. After replacing the injection cap with a new clear, needleless injection cap, the infusion flowed smoothly.